Event description:
I had a significant allergic reaction to the omnipod insulin pump system. I had tried using topical barrier wipes to prevent allergic reaction, but could not tolerate it. On the date listed, I inserted an omnipod eros pod and developed a systemic allergic reaction/contact dermatitis, there was significant swelling, heat and redness on my thigh (place of insertion) that developed into hives all over my lower body and on the other leg. I needed to go to my dermatologist and allergist to control the issue. The ingredients in the adhesive (isobornyl acrylate and rosin?) Have been contact allergen of the year. It is very concerning that omnipod, dexcom and other diabetes management equipment do not need to list their adhesive ingredients and will not disclose them, making management difficult and potentially dangerous to try out for myself and thousands of others like me. FDA safety report ID#: (B)(4).